Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). (B)(4). A visual examination of the returned device found that the stent was partially deployed on the delivery system. The outer sheath was detached from the handle. In addition, the outer sheath was bunched and accordioned distal to the handle. During a functional evaluation, it was possible to retract the outer sheath by hand and deploy the stent; however, some resistance was noted possibly due to the stretching of the outer sheath. The stainless steel shaft was slightly bent. Examination of the deployed stent found no anomalies. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the sheath damage, broken handle, and kinked shaft are likely due to procedural/anatomical factors and the most probable root cause is "operational context." A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a duodenal stenting procedure on (B)(6) 2011. According to the complainant, the patient had a stricture within the second portion of the duodenum. The anatomy was not noted to be tortuous. During the procedure, the physician positioned the stent system across the stricture; however, the stent failed to deploy at all. No visible issues were noted to the device. The procedure was completed with another wallflex enteral duodenal stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "okay." Based on the investigation results, which indicate that the stent was returned partially deployed on the delivery system, this is now considered a reportable event.